Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as very red with broken skin. The patient¿s physician advised removing device periodically to allow skin to breathe for the rash. Follow up indicated that the skin irritation improved.